Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. There was no reported adverse impact to customer's blood glucose level. The customer was instructed to consult with healthcare provider regarding bg level.